Event description:
Complaint received concerning chemo leakage incident with use of one mc33382 15" microclave ext. Set w/0.2 micron filter. It was reported that the mc33382 sets ".. Filter leaked on day four of a combination therapy cycle of doxorubicin, vincristine and etoposide. In this event, the chemo leaked on the (pts) shirt and caused unprotected exposure to the nursing staff, patient and patient's family. Nursing administered a spill kit..". The mc33382 device was removed, replaced and discarded. Follow up information received reports the device set was pre-tested/primed and placed on (B)(6) with no issues noted at that time. The mc33382 device set had been infusing for 92 hrs prior to the leak. The chemotherapy leaked on the patient's clothing. Once identified, the patient had their shirt removed immediately. His skin was thoroughly cleaned. The shirt was appropriately disposed of. The attending clinicians were exposed to chemo at the time and standard protocols were followed. There was no harm to patient, family members or clinicians.

Manufacturer narrative:
MFR's. Investigation: devices returned: seventeen (17) pkgd. Mc33382 device sets from two "potential" lot numbers. Engineering evaluations: the returned device sets were tested to the applicable product specifications. The results recorded no leakages, component (filter) issues and/or out of spec conditions. Random sets were then tested with oncology drug simulation solvent mixtures undiluted and diluted strength (10:1 normal saline solution) per typical clinical protocols. The results recorded the mc33382 sets filters that were tested with the undiluted fluids, did leak from the filter vents. The mc33382 sets that were tested with the diluted fluids, did not leak. The engineers report noted that the sets filter functionality is dependent upon the concentration (mainly alcohol concentrations) and the length of time the component is exposed/in use with the chemo drugs. Findings: engineering testing of the returned samples to product specifications and additional testing with simulated oncology drug mixtures (10:1 normal saline) did not record any leakages and/or performance issues. The reported product issue (filter leakage) was replicated only when the sets were exposed/tested with undiluted mixtures/high alcohol content. The investigation report findings will be provided to the facility for their review and assessments of current formulations/usage.